Event description:
It was reported that an unspecified number of needle 30x1/2 rb had a mix of product types in a pack before use. The following was reported by the initial reporter: "it was reported that the needles are labled appropriately as 1/2" but the needles inside are 1." Event description per attached email states:reported issue: customer recent order of 30g 1/2" needles are labeled as 30g 1/2" on the box and on each individual needle, but they are actually 1" needles. We kept encountering this and thought we were nuts, but it keeps happening. We have to waste this needle every time this happens because we assume it is a 1/2" needle until we go to use it and it is 1."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 9193522. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of needle 30x1/2 rb had a mix of product types in a pack before use. The following was reported by the initial reporter: "it was reported that the needles are labeled appropriately as 1/2" but the needles inside are 1". Event description per attached email states:reported issue: customer recent order of 30g 1/2" needles are labeled as 30g 1/2" on the box and on each individual needle, but they are actually 1" needles. We kept encountering this and thought we were nuts, but it keeps happening. We have to waste this needle every time this happens because we assume it is a 1/2" needle until we go to use it and it is 1"."